Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause could not be determined but after replacement of various components the device was released for use. There was no patient or user harm.

Event description:
When powered up the unit will not go through its self-check on boot up. It holds on the start-up screen then goes directly into alarm which requires holding the power button down to shut off. I cannot see any physical damage to the unit. I cannot access any events or alarm codes. If I disconnect the pc from the body and power up the ventilator the result is the same so I suspect the issue is with the body of the c6. The batteries would appear to be charging when plugged in.